Event description:
It was reported the patient received the following results within 15 minutes: 74 mg/dl and 376 mg/dl. The customer was sweating and believes her blood glucose was low and that the 74 mg/dl reading was correct. The customer retrieved and drank soda and milk, and ate sandwich to self-treat. She felt fine afterwards. No treatment or outside assistance was required.